Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the ICD identified an arc mark on the device case. Review of device memory found a shorted lead fault (fault code 1004) was recorded on (B)(6) 2017. An x-ray of the device revealed that the internal high voltage fuse was damaged (i.e., no longer intact). The damage to the fuse most likely occurred during delivery of the shock that resulted in the shorted shock lead fault. The damage to the high voltage fuse prevented any subsequent charging of the high voltage capacitors and delivery of shock therapy. As a result, the device declared end of life (eol) because it could not successfully complete charging within 30 seconds, despite the fact that significant battery voltage and capacity remained.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this device was emitting tones. Upon interrogation it was observed that the device recorded a code 1004 indicative of shorted shock and code 1007 indicate of charge time out. The battery was depleted. Device and right ventricular (rv) lead replacement was recommended. The patient was hospitalized for urgent replacement. Surgical intervention was performed and the device and associated right ventricular (rv) lead were explanted.